Event description:
The customer called technical support (ts) reporting that the device's blower stalled. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The field service engineer (fse) evaluated the device and confirmed reported issue. Nothing coming out of ventilator when turned on and it is alarming blower stalled, ordering replacement blower assembly. Further information is pending.

Manufacturer narrative:
The customer reported that there was no patient involvement at the time the issue was discovered, no patient or user harm was reported. However, this issue was discovered during cleaning/set-up. No medical intervention was provided to the patient, nor a delay to therapy noted. The field service engineer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.